Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to deliver inappropriate therapy due to what appeared an atrial driven rhythm. The device delivered anti-tachycardia pacing (atp) and one electric shock. No adverse patient effects were reported. This device remains in service. Further information was received that this device has delivered additional inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Reprogramming options were discussed. No additional adverse patient effects were reported. This device remains in service.